Event description:
It was reported that during a shoulder rotator cuff repair procedure, after using for some time, once pressed the werewolf wand ablate yellow button, even the hand was released from the wand, it was still ablating by itself. And once pressed the coag blue button, the error sign showed on screen: ¿multiple buttons have been pressed simultaneously¿ although foot pedal was not plugged and used at that point of time. The procedure was completed with non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. A review of the customer provided images shows a controller with the "multiple button pressed notification" error and the packaging of the wand confirming part number 72290038 and lot number 2081981. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma and coagulation as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1)the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.